Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displaying a no trigger error code on power up.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) stated customer stated that on power up cardiosave iabp was displaying error code 14. Fse verified error code 14. To resolve issue he replaced motor control pcb. Re calibrated all pressure transducers. Ran and passed all performance and function tests.